Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received forty-nine unopened units from lot number 1242807. In addition, three photos were received for investigation. Upon inspection of the photos and the received units, it was found that four units have a large amount of brown foreign matter present. Two of the four units have bottom web trim present on the package. An additional four units have small specks of the brown foreign matter present. The foreign matter was found on the outside of all the units. The reported issue was confirmed. This indicates that the packaging trim was most likely caught within the chain. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a discolored blister pack. The following information was provided by the initial reporter: "per cst these with black stuff inside"

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a discolored blister pack. The following information was provided by the initial reporter: "per cst these with black stuff inside".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.